Manufacturer narrative:
Sample was returned to manufacturer but the results of the investigation were not available at the time of this report. A follow-up report will be sent when investigation is complete.

Event description:
The event is reported as: when the device was incorporated between circuit and et tube, too much condensation accumulated at the wye connector. The co2 circuit did not work due to the condensation. No patient injury report.